Event description:
The hospital reported that during a liver surgery, they noticed a discoloring of the water in the tank to red after about one hour in use. No adverse outcome to pt reported.

Manufacturer narrative:
Evaluation: we are anticipating the receipt of the sample involved in this report. Upon receipt of the sample, and the completed investigation, a follow up report will be submitted.